Manufacturer narrative:
(B)(4). Based on the product analysis completed on 3/28/2018, this product event has been deemed FDA MDR reportable. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Date of event: the event occurred in 2017; however, the month and day are currently unknown. Procode: krd/hcg. Concomitant med products: 3mm x 8cm orbit galaxy complex xtrasoft (640cx0308/17688167), 5mm x 15cm orbit galaxy tdl complex fill (640cf0515/17439845), 2.5mm x 5 cm orbit galaxy complex xtrasoft (640cx2505/17663155). Complaint conclusion: as reported by a healthcare professional, a total of four hydraulic coils (3mm x 6cm orbit galaxy complex xtrasoft (640cx0306/17685001), 3mm x 8cm orbit galaxy complex xtrasoft (640cx0308/17688167), 5mm x 15cm orbit galaxy tdl complex fill (640cf0515/17439845), and 2.5mm x 5 cm orbit galaxy complex xtrasoft (640cx2505/17663155) failed to resheathe during the procedure. The coils were replaced and the procedure was completed successfully. There was no report of consequence or impact to the patient. No further information was provided. A non-sterile orbit galaxy cmplx xtrasoft coil 3x6 was received coiled inside of a pouch. The hypotube was inspected and found kinked at 87 cm from the proximal end. The introducer was found elongated. No damage was noted to the support coil or gripper. The embolic coil was stretched and tangled with device. The introducer was microscopically inspected and found elongated. Functional testing could not be performed as the introducer was found elongated and the embolic coil was found stretched and tangled. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported customer complaint ¿coil introducer ¿ zipping difficulty re-zipping¿ could not be evaluated due to the condition of the returned device. However; the failure experienced by the customer appears to be related to the elongated condition of the introducer. With review of the product analysis and the device history records, there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural and handling factors may have contributed to the event and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, a total of four hydraulic coils (3mm x 6cm orbit galaxy complex xtrasoft (640cx0306/17685001), 3mm x 8cm orbit galaxy complex xtrasoft (640cx0308/17688167), 5mm x 15cm orbit galaxy tdl complex fill (640cf0515/17439845), and 2.5mm x 5 cm orbit galaxy complex xtrasoft (640cx2505/17663155) failed to resheathe during the procedure. The coils were replaced and the procedure was completed successfully. There was no report of consequence or impact to the patient. The products will be returned for analysis. No further information was provided.